Manufacturer narrative:
Insulin pump received with unexpected battery power loss, low battery alert and had high sleep current, problem isolated to pcb 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now error alarm. Insulin pump had low battery alert prior to replace battery. It was second occurrence of replace battery now in less than 10 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.